Event description:
It was reported that the arctic sun device had leaking. They stated that they disassembled the device and observed the tank and felt there was water being ejected from the seals around the tank where the circulation pump and mixing pump. They requested a quote for an assessment and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed tank seals. The device was evaluated upon receipt. Leaking found. Replaced tank seals. Left middle outer shell to frame nut plat has a broken bolt inside that cannot be removed. Debris found in tank. Replaced outer shell with louvers, tank tubing. Cleaned out debris from tank. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use under baw2800548 rev 1, baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had leaking. They stated that they disassembled the device and observed the tank and felt there was water being ejected from the seals around the tank where the circulation pump and mixing pump. They requested a quote for an assessment and a loaner.